Manufacturer narrative:
The lot number was provided. A review of the approved device history records indicated the lot met all release criteria. The device was discarded at the user facility and will not be returned for evaluation; therefore, a product analysis will not be performed. The root cause cannot be determined. The device was used during the same procedure as was reported in MFR report# 2032493-2017-00278.

Event description:
It was reported that the coating appeared to come off the guide wire. The device was being used for an interventional procedure in a peripheral (forearm) vessel. It is unknown when the issue was discovered. There was no reported patient injury and the current patient's status was reported to be "fine."